Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent lock was accidentally unlocked during step 2 of the deployment process, and the stent was prematurely deployed into the cyst. Reportedly, there was no issue with the stent lock; the lock was unlocked by the user's finger which was grasping the handle. The lock was tested post procedure and was reported to be working properly. Puncture was performed from another location using a 19 gauge puncture needle, a guidewire was passed into the target site, and a double pigtail stent and an endoscopic nasobiliary drainage (enbd) device were placed to complete the procedure. Following the procedure, computed tomography (CT) imaging was performed, and it was noted that the stent appeared to be in the cyst, but it could not be determined if only the one flange of the stent was in the abdominal cavity. Follow-up observation is planned, with plans to consider future treatment method. There were no patient complications reported as a result of this event. Reportedly, the patient's pain from the cyst has settled down.

Manufacturer narrative:
Blocks a1, a2, a3, b5, b7, and g3 have been updated with additional information received on september 25, 2019 and october 2, 2019. Block g3: e7121 axios japan post market survey. Block h6: device code 1484 captures the reportable event of stent premature deployment. Patient code 3191 captures the reported hospitalization. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent lock was accidentally unlocked during step 2 of the deployment process, and the stent was prematurely deployed into the cyst. Reportedly, there was no issue with the stent lock; the lock was unlocked by the user's finger which was grasping the handle. The lock was tested post procedure and was reported to be working properly. Puncture was performed from another location using a 19 gauge puncture needle, a guidewire was passed into the target site, and a double pigtail stent and an endoscopic nasobiliary drainage (enbd) device were placed to complete the procedure. Following the procedure, computed tomography (CT) imaging was performed, and it was noted that the stent appeared to be in the cyst, but it could not be determined if only the one flange of the stent was in the abdominal cavity. Follow-up observation is planned, with plans to consider future treatment method. There were no patient complications reported as a result of this event. Reportedly, the patient's pain from the cyst has settled down. Additional information received on 25sep2019. Reportedly, the patient's cyst was measured on (B)(6) 2019 via computed tomography (CT) imaging and was confirmed to be 63mm in diameter, in close contact with the stomach wall, and contained 30% liquid content. The stent was placed as part of the e7121 axios japan post market survey trial. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient died on (B)(6) 2019 due to deterioration in health from the progression of pancreatic cancer. In the physician's assessment, there was no relationship between the patient's death and the hot axios stent. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent lock was accidentally unlocked during step 2 of the deployment process, and the stent was prematurely deployed into the cyst. Reportedly, there was no issue with the stent lock; the lock was unlocked by the user's finger which was grasping the handle. The lock was tested post procedure and was reported to be working properly. Puncture was performed from another location using a 19 gauge puncture needle, a guidewire was passed into the target site, and a double pigtail stent and an endoscopic nasobiliary drainage (enbd) device were placed to complete the procedure. Following the procedure, computed tomography (CT) imaging was performed, and it was noted that the stent appeared to be in the cyst, but it could not be determined if only the one flange of the stent was in the abdominal cavity. Follow-up observation is planned, with plans to consider future treatment method. There were no patient complications reported as a result of this event. Reportedly, the patient's pain from the cyst has settled down. Additional information received on september 25, 2019. Reportedly, the patient's cyst was measured on (B)(6) 2019 via computed tomography (CT) imaging and was confirmed to be 63mm in diameter, in close contact with the stomach wall, and contained 30% liquid content. The stent was placed as part of the e7121 axios japan post market survey trial. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient died on (B)(6) 2019 due to deterioration in health from the progression of pancreatic cancer. In the physician's assessment, there was no relationship between the patient's death and the hot axios stent. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. Additional information received on october 17, 2019. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 due to pancreatitis that developed on (B)(6) 2019. In the physician's assessment, there was no relationship between the pancreatitis and the hot axios stent.

Manufacturer narrative:
Blocks b5 and h6 (patient codes) have been updated based on additional information received on october 17, 2019. Block g3: e7121 axios japan post market survey. Block h6: device code 1484 captures the reportable event of stent premature deployment. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.